Manufacturer narrative:
This report is filed on august 12, 2016.

Manufacturer narrative:
Per the clinic, the patient experienced a wound breakdown at the implant site (date not reported) prior to the explantation of the device.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to poor positioning of implant. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report july 22, 2016.